Event description:
The curved hemostat failed to hold during the procedure, as the instrument tips would not remain secured or locked in place. Reporter indicated there was a delay of a few minutes. Residents in-training stated they feel intimidated when the hemostats do not hold up during circumcision procedure and can cause cosmetic issues.

Manufacturer narrative:
The product involved in the event is said to be available but has not been received yet. A follow-up report will be provided upon conclusion of investigation. Medical action industries is the manufacturer of the convenience kit containing the complaint component: (B)(4), lot: 25381161pp purchased from specification developer, global instruments inc. (FDA registration 1057200). This product incident is documented in the complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that product is defective or has caused serious injury.

Manufacturer narrative:
Two curved hemostat samples were received in a biohazard bag. Visual inspection through the bag showed light passing through the tips of the hemostats while in the closed position, confirming the reported failure. A review of the device history records identified no nonconformances during the production period. At the time the complaint was received, there was no remaining inventory from either the complaint kit lot or the associated instrument lot available for evaluation. Trending analysis also indicated no significant patterns related to this kit or this type of issue involving the instrument. The hemostat lots in question were manufactured prior to the full implementation of corrective actions by the supplier, global instruments, inc. Corrective actions formerly implemented by the supplier (global instruments, inc.) Include enhanced functional inspections with a focus on jaw alignment, locking mechanism engagement, and gripping force. Inspection criteria and expectations have also been reinforced with both quality assurance and production teams, with implementation completed on 01/23/2026. The supplier was notified on 03/20/2026 of this complaint. This product incident is documented in the complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that product is defective or has caused serious injury.